Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's keyboard failed to function properly, and it was unable to recover. The field service engineer (fse) resolved the issue by replacing the keyboard and tested it for functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had some unresponsive keys during login, and the keyboard was not responding. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.